Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jan-2018 with the following findings: during the investigation, a review of the black box showed evidence of unexplained power reset events on the complaint date. Evidence of moisture was observed behind the display lens. The pump powers on to the verify screen with the returned battery cap to a fully illuminated display with audible tone, but with no vibration alert. The keypad was found to be unresponsive on power up. The battery cap was able to fully tighten, and measured within specifications. No battery compartment cracks were observed. No evidence of moisture contamination was found inside the battery compartment. A base crack was observed between the case seal and the keypad. A leak test showed a leak at the base crack. The pump casing was removed, and evidence of moisture contamination was found throughout the inside of the pump, including the power printed circuit board, the keypad flex cable, and the connector along with multiple other printed circuit board components. Unresponsive keypad was determined to be due to the internal moisture contamination. Investigators were unable to adequately investigate the "power" portion of the complaint due to the inability to run further testing from moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.